Event description:
It was reported that the patient presented an implant fracture. Upon reviewing the asymptomatic tac, it was noted that the plate failed and broke. The plate was removed and discarded.

Manufacturer narrative:
The device, used for treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms no medical records were received however, it was reported that the patient presented with an implant fracture. Upon reviewing the asymptomatic tac, it was noted that the plate failed and broke. The plate was removed and discarded. The undated images show a persistent non-union of the 4th metatarsal which could contribute to the broken plate. It is uncertain how the fracture occurred and the patient impact beyond the pain and revision cannot be determined. Should additional medical documentation become available a thorough medical assessment can be rendered. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file as, insertion technique, excessive bending/ forming device, procedural/ user error, traumatic injury. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.